Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and contrast keypad buttons were found to be intermittently unresponsive. The investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation the keypad was found to be fully intact; no peeling or damage was observed. The keypad buttons were found to be worn and difficult to read. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).